Manufacturer narrative:
Correction: b5, h6: no high capture threshold was alleged on the right ventricular lead.

Event description:
It was reported that the patient's right ventricular lead exhibited post-paced t wave oversensing. Programming change were performed. The patient was in stable condition.

Event description:
It was reported that the patient's right ventricular lead exhibited post-paced t wave oversensing and high capture threshold. Programming change were performed. The patient was in stable condition.